Event description:
Additional information was received that the helix of the ra lead was stretched.

Event description:
During implant procedure, the helix of the right atrial (ra) lead was not able to be retracted. The ra lead was repositioned and increased pacing impedance was noted. A cardiac perforation was suspected but this was not confirmed. The ra lead was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.